Event description:
During a pci procedure, after crossing the lesion, the balloon of the maverick2 monorail ptca catheter ruptured at a6 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in a moderately tortuous proximal and mid right coronary artery (rca). A 6fr zeon sheath was also used in this procedure. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.